Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump screen was damaged; the customer dropped his insulin pump and the screen began to flash. The patient's blood glucose at the time of incident was 140 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis.